Manufacturer narrative:
Add'l MFR narrative: internal blood leaks can occur due to damage to the hollow fibres. The sample referring to this case has not been investigated yet. The root cause of this event cannot be determined this far.

Event description:
It was found membrane broken during the first use. Blood flow rate: 60/min. Tmp: 40mmhg. No blood loss for the pt. No medical intervention necessary.